Event description:
Brush head fell apart in mouth [device breakage]. No adverse event. Case description: a (B)(6) year old male consumer reported that while using an oral-b rechargeable toothbrush, version unk, an oral-b flexisoft brush head fell apart in his mouth. No symptoms developed. On (B)(6) 2014, the consumer reported the brush head was purchased 3 weeks prior and the toothbrush had not been dropped.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.